Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch up cable at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found the following damage, which was not reported: one grip was bent, causing side to side misalignment of the grips. There was a .0267 offset at the tips. The bent grip doesn't exhibit separation of the yaw pulley and pulley cover at the glue joint; however the likely cause of bending remains overloading at the tip. No other damage was found. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that after cleaning and sterilizing the fenestrated bipolar forceps instrument, frayed wires were identified. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.